Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-04230 and 4265-2013-04228. It was reported that during a percutaneous coronary intervention (pci), the autopullback of the motor drive unit failed. The target lesion was located in an unspecified artery. The physician attempted pullback, but the autopullback of the motor drive unit did not work. The patient's status was stable. No patient complications reported.